Event description:
It was reported the patient had a device removed and replaced due to a staphylococcal infection. The patient had not seen his physician in over a year as of date of report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient ¿had a problem a year back.¿ it was noted that the patient was told to see the implanting healthcare professional (hcp). It was further reported that the whole system had to be replaced in 2011 because it ¿was not working right.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead. (B)(4).